Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300 mg/dl). Reportedly, the customer has been unable to exercise and the pump correction factor and carbohydrate ratio needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus to stabilize blood glucose levels.